Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training attempted arteriotomy closure of the common femoral artery after a diagnostic procedure with a starclose device. The device reportedly got stuck in the patient; however, it was removed using counter-tension. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.